Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The incident occurred on an unspecified date (november 1st used as a placeholder) and involved a monitoring kit with tp4. The customer reported that staff observed blood backing up into the uac (umbilical artery catheter) tubing and noticed leakage at the connection point. Additionally, a three-inch blood stain was noted, caused by leakage from the tubing defect. The provider is aware of the plan to repeat the istat test and will recheck the hematocrit (hct) at that time. The baby's high rate remains unchanged as does his central capillary refill. There was patient involvement, but no harm/adverse event reported.